Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between april 5, 2023 ¿ april 6, 2023. H11: nine (9) devices were received for evaluation. A visual inspection was performed, and dark spot particles of contamination were observed enclosed in the sealed product packaging. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nine (9) vented, micro-volume inlets had black spots in the bags. This issue was detected before use. There was no patient involvement. No additional information is available.